Manufacturer narrative:
H3: analysis of the mainframe found that the reported failure of "not working properly" could not be duplicated. There was no fault found with the mainframe. The device was cleaned, tested and passed all manufacturing specifications. The device was placed into burn-in attempting to observe any heat-related failure and there was no failure found. Analysis of the patient interface found that the reported failure of "not working properly" could not be duplicated. However, the patient interface came in with o-rings and loose clips. It was replaced with new o-rings and fixed clips. The device was repaired, tested and passed all manufacturing specifications. H6: fdm b17 and fdr c20 no longer applies to the mainframe. Fdm b17, fdr c20 and fdc d14 no longer applies to the patient interface. Fdm c19 applies to the mainframe; fdr c07 applies to the patient interface. Fdd a020602 and fdc d1102 applies to the patient interface only. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the hcp and manufacturer representative came to the conclusion that the patient interface was the issue. The o-rings in the receptacles were obstructing the insertion of the probes, the o-rings are either in the way or missing at that point.

Manufacturer narrative:
H6: fdd a23 and imf f24 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the event occurred during set-up. There were no visual and/or audible indicators that alerted the user of the issue. The device was being used in 4 lead. No error code was displayed. There was no troubleshooting done. A back -up device was used. There was no patient impact. It was noted that things have changed for this case over the course of the last few days. They have had the ability to have the local area manufacturer representative present during a case, upon further troubleshooting the manufacturer representative was able to identify the problem. The patient interface cable ports had been obstructed by loose o-rings. Preventing the ability to easily insert the electrodes into the patient interface, which varied by user to user. The manufacturer representative removed the obstructed o-ring and completed the case successfully with the nerve monitoring device in question.

Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4), UDI#: 00643169782440. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the nerve monitoring device ¿does not work at all¿ multiple times, then subsequently finding no issues after running the simulator via the instruction in the service guide. There was no known patient impact reported.